Event description:
Intra-abdominal fluid collection [ascites] ([pyrexia], [inflammation]); wound infection (subcutaneous) [postoperative wound infection]. Case narrative: initial information received on (B)(6) 2018 regarding an unsolicited valid serious case received from (lp) japan-kaken lsa-pcp under reference (B)(4) on (B)(4) 2018 and transmitted to sanofi. This case is linked to case (B)(4). This case involves a6v female patient ((B)(6)) who experienced intra-abdominal fluid collection and wound infection (subcutaneous), while she was using medical device carboxymethylcellulose, sodium hyaluronate [seprafilm]. The patient's past medical history included pylorectomy. The patient's past medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing gastric cancer and non-tobacco user. On (B)(6) 2004, the patient was admitted to undergo a distal gastrectomy with reconstruction by b-I method. A midline incision was made in the upper part of the abdomen. A drainage tube was inserted in winslow's hole, and the omentum, which was not removed and remained there, was laid out, to have a sheet of seprafilm on it. Thus, the wound was closed (direct placement on anastomotic site, no; condition of placement, favorable; infection at the application site, no) on (B)(6) 2004, a postoperative radioscopy showed no problem with the anastomosis. On this day, cloudy fluid discharged through drainage was noted, and a culture detected pseudomonas aeruginosa. On (B)(6) 2004, the patient resumed oral intake. On (B)(6) 2004, fluid retention was observed in the inferior border of the wound, and was drained (not cultured). Fat necrosis-like matter was observed in a subcutaneous region only: the onset of the event "wound infection (subcutaneous). On (B)(6) 2004, a sudden development of pyrexia in the 39-degree-c range was noted, and a blood test showed an upward trend of wbc. Antimicrobial was changed, and the course was observed. On (B)(6) 2004, a CT was performed and showed fluid retention, sized approx. 10 x 10 centimeters, directly under the wound. There was no intraabdominal traffic with the drainage tube, and no problem was seen with the area around the anastomotic site. A radioscopy was re-performed, and still, there was no leakage at the anastomotic site. Later, wbc was stable, ranging from 7500 to 8500. On (B)(6) 2004, pyrexia of 38 degrees c was persisting. On (B)(6) 2004, a re-laparotomy was performed, to drain aseptic fluid. The fluid was slightly cloudy and yellow in color, and a large amount of lipid droplets was observed. The fluid was not a milk white, purulent one. A culture did not detect bacteria. After this re-laparotomy, inflammation was reduced, and the fever showed a tendency toward alleviation. On (B)(6) 2004, the patient was discharged. On an unknown date, wound infection (subcutaneous) resolved. As of an unknown date, antipyresis and inflammation were resolving. Outcome of intra-abdominal fluid collection was unknown. The patient developed an event of a serious intra-abdominal fluid collection (ascites). This event was assessed as medically significant. The patient developed an event of a serious wound infection (subcutaneous) (postoperative wound infection). This event was assessed as medically significant. The patient developed an event of a serious antipyresis (pyrexia). This event was assessed as medically significant. The patient developed an event of a serious inflammation. This event was assessed as medically significant. Relevant laboratory test results included: laboratory test - on (B)(6) 2004: [CT showed fluid retention directly under wound.]; on an unknown date: [the fluid was not purulent grossly and a culture test did not detect fungi.] White blood cell count - on (B)(6) 2004: 9500 unk; on (B)(6) 2004: [7500-8500] final diagnosis was wound infection (subcutaneous) and intra-abdominal fluid collection. Corrective treatment was received. The patient outcome is reported as unknown for intra-abdominal fluid collection, as recovering / resolving for antipyresis, as recovering / resolving for inflammation and as recovered / resolved on an unknown date for wound infection (subcutaneous). Reporter comment: it was undeniable that body fluid was retained by using carboxymethylcellulose, sodium hyaluronate [seprafilm] while a volume of fluid production was large after surgery, which resulted in causing pyrexia and other events. The fluid was not purulent grossly and a culture test did not detect fungi. Yet, details on relationship with bacteria was unknown. Reporter comment (added on (B)(6) 2018): subcutaneous fat necrosis-like matter was drained on (B)(6) 2014. Wound infection and a travelling of the fat necrosis mater into a deep region could be assumed, but a presumed scenario was that pyrexia and other condition occurred as a result of the localization of the fluid retention, which was limited to the region between seprafilm (not susceptible to adhesions) and an abdominal wall, having contact with surrounding adhesion-susceptible parts, and this presumption was based on the following 3 facts: (1) discharged fluid was small in quantity and no extensive subcutaneous fat necrosis was observed, (2) no bacteria was detected in the fluid discharged from the intraperitoneal region, and a possibility of bacteria reproduction increasing the fluid retention was low, and (3) the scope of the fluid retention was almost coincidental with the seprafilm application area, and the contact surface was smooth. The patient had relatively large intraperitoneal organs, resulting in narrow spaces between the abdominal wall and the organs during the laparotomy, which means high susceptibility to wound infection. The wound infection was possibly related to seprafilm. Other possible causative factors included surgical invasion, concomitant medication, and medical device used during the surgery (thread, drainage tube). Additional information was received on 03-aug-2018: investigation summary was received. Additional information was received on (B)(6) 2018 from the physician. Updated patient information including medical history (concurrent condition), added event "wound infection (subcutaneous)," updated clinical course, and added reporter comment